Manufacturer narrative:
Evaluation of the unit found the bolt that connects the front fork and wheel to the frame had loosened, causing it to separate from the frame. There was no damage to the threads in the frame or the threads on the bolt. This is a highly unusual incident as generally the user would notice if the bolt had loosened to the point where it would fall out.

Event description:
Pt was dressing. She sat down on the walker seat and the right front fork and wheel fell off. The pt fell to right and hit her head on the bed post and before landing on her right shoulder. The pt's husband then called the ambulance and she was transported to the hospital. The pt sustained a bump on her head, a broken shoulder, and a bruise on her hip.